Manufacturer narrative:
The complaint device is not being returned, therefore is unavailable for a physical evaluation. A batch record review has been conducted to determine if there were any internal processing issues which would have contributed to the nature of the product complaint. Our results indicate that this batch of product was processed with an unrelated non-conformance to the reported incident and therefore there is no internally assignable cause for the reported problem. Further, a review into the depuy synthes mitek complaints system revealed one other similar complaint for this lot of devices that were released to distribution (reported from the same facility and surgeon). Without physically evaluating the device, a definite root cause cannot be determined. One possible root cause is that reportedly during the procedure pressure had to be applied to the handle and the inserter bent. As mentioned in the IFU, twisting or applying a bending force to the inserter can damage the anchor, suture or the inserter tip. At this point in time, no corrective action is required and no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. UDI: (B)(4). Device not returned by customer.

Manufacturer narrative:
Additional narrative: if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4).

Event description:
When the anchor is being placed, a hole is drilled and the anchor is inserted into the hole. After the anchor is hammered into the hole, the inserter is meant to screw out. However, on this occasion, pressure had to be applied to the handle and the inserter bent, with a piece of metal remaining inside the anchor block. The anchor block is bio-absorbable, so that the piece of metal has been left inside the patient. The problem with the inserter bending has occurred many times in the past, as the inserter handle isn't strong enough. Product specialist noted that the surgeon has used this product for 12 years and has reported the problem of the inserter bending on previous occasions. However, on this occasion, a piece of metal sheared off and could not be removed from the anchor. The surgeon attempted to remove the piece of metal from the anchor; however he could not do so. Patient outcome post surgery: it was a good repair; however the surgeon was unhappy that a piece of metal remained in the bio-absorbable anchor. 5 minutes delay in surgery. No adverse event to patient. Additional information received from the affiliate via email on (B)(6) 2015 the product specialist has provided the following response to your query: "(surgeon) says not, he's had this over the years, and has left in and it's been benign. If the fragment becomes an issue he would, but as these are elite athletes that's unlikely.